Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage electronic assembly. Unit was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was blank when exposed to moisture. Blood glucose was 11 mmol/l. Troubleshooting was performed but keypad was unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.